Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer was difficult to open. The field service engineer (fse) identified that enhanced full height drawer 6 was experiencing difficulty opening and closing for the customer. Upon arriving on site, the drawer was confirmed to be difficult to open when tested using the storage space configuration. Further examination revealed that the right-side slide/rail was sticking, while the dog bones were still in place. The bearing cage was found to be shifted out of position and was missing several ball bearings. The fse replaced the right-side slide. The drawer was then tested using the hardware test application, and all tests passed successfully. The drawer was opened and closed multiple times in the storage space configuration to verify smooth operation, with normal functionality confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ICU director reported that drawer 6 was very difficult to open fully. It was also reported that ball bearings associated with the drawer opening mechanism had been found loose within the area on multiple occasions the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.